Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm and 5.2 cm bilateral iliac aneurysms. The aortic neck was conical shaped, ranging from 22 to 24 mm in diameter over a length of 1.5 to 2 cm, without calcification or thrombus. It was reported that during the procedure, the aneurx bifurcated stent graft slipped downward from the position where the physician intended to implant the graft, due to the conical-shaped aortic neck. The physician elected to implant an aneurx aortic cuff, which successfully intervened for the inaccurately-delivered bifurcated stent graft and thereby, excluded the aneurysm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: conical-shaped aortic neck. Evaluation: conclusion: conical-shaped aortic neck. Intervention required.